Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a knee arthroplasty a fin of the I-beam punch fractured and other instruments were used to complete the procedure. No additional information is known.